Manufacturer narrative:
An event of device deformity and off-label use was reported. An image was received from the field of the device in a bulbous like deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. The reported off-label use is related to the cribriform device being used to treat a patent foramen ovale. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During deployment, a heavy bulging on the left atrial disc was noted. The deformed device ever released from the delivery cable while inside the patient. There was report of interaction with cardiac structures was noted during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During deployment, a heavy bulging on the left atrial disc was noted. The deformed device ever released from the delivery cable while inside the patient. There was report of interaction with cardiac structures was noted during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.